Event description:
During implant procedure, decreased sensing and increased capture threshold was observed on the right atrial (ra) lead. After multiple repositioning attempts the physician observed the helix was unable to extend. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix to be retracted and clogged with blood/tissue. The reported event of helix extension difficulty was confirmed. Diagnostic imaging analysis found the inner coil at the connector region over torqued, consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the inner coil at short length. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. The electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of increased capture threshold and low sensing were not confirmed.